Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not know how to deliver a bolus via the pump and subsequently, blood glucose (bg) elevated to 560 mg/dl. Tandem technical support assisted the customer with delivering a bolus to address bg. Pump was operating as intended.